Event description:
It was reported that there was a coupling problem. The patient was having difficulty recharging the implantable neurostimulator (ins) for a couple days. The patient was not seeing the coupling boxes. The ins recharger (insr) was noted to still have a charge. The patient was advised to move the antenna and the patient then got all 8 boxes shaded. The ins was noted to be almost empty and the patient was going to continue to recharge. After meeting with a manufacturer representative it was determined that the patient¿s battery was in overdischarge which was unrecoverable and at end of service. The patient was not interested in a replacement at the time of the report. The patient¿s doctor was going to wait at least 6 months prior to scheduling a removal. There was no telemetry possible. The patient noted to the manufacturer representative that they were doing fine. No further interventions were planned at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).